Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold and intermittent loss of capture was observed on the right atrial (ra) lead. The physician elected to take no further action because the patient does not require atrial pacing. The patient experienced no adverse health consequences.